Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-00519. Related manufacturer reference number: 1627487-2022-00608. It was reported that patient's ipg stopped working and lost therapy at an unknown time. She was unable to connect with external devices and ipg was deemed to be inoperable. Also, one of the leads were exhibiting high impedance. As a result, patient underwent surgical intervention wherein the ipg and one lead were explanted and replaced with new lead and ipg. Reportedly effective therapy was restored. It is unknown which lead was liable and so both the leads are reported.